Event description:
Litigation alleges that the patient suffers from pain, discomfort, and inflammation. Update: 5/31/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, and inflammation.

Manufacturer narrative:
Updated: date of birth, weight, event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.